Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors during the procedure that would have likely caused or contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient of unknown age and unknown medical history underwent an ion lung biopsy. Post procedure the patient did not wake up and died. The event was attributed to a stroke. No further data is available for review including whether the stroke was confirmed on diagnostic work up or suspected. Attempts to obtain further information have been unsuccessful to date. There was no allegation of malfunction of the ion system, instruments, or accessories. Based on the available data the event was likely procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.0% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient did not wake up after anesthesia. The intuitive endoluminal territory associate was informed by an unspecified site employee that the event was likely due to a stroke. No additional information was provided. There was no report of any ion system issues. Multiple attempts to contact the physician for additional information were made; no response has been received.